Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During triage testing of the device at the service center, the quality engineer reported that the device failed the (B)(4) testing. Since the event occurred during triage testing, there was no pt involvement during this event.